Manufacturer narrative:
Upon visual inspection the service technician noted that they replaced linear sensor, front cover, lt/rt handle, barrel clamp, tubedrive, wiper seal, latch module, spring lath,n internal frame, top disk holder, flange gripper, small/large claw, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record for sn (B)(6) was performed from (B)(6) 2013 to 08/18/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the linear sensor.

Event description:
The customer reported alarm - error codes / messages- linear sensor failure.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported alarm - error codes / messages- linear sensor failure.